Event description:
Upon receipt of additional information, it was determined that this item was reported in error. The initial report was submitted in error and should be voided. Additional information received indicates that this item is competitor product.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported in error. The initial report was submitted in error and should be voided. Additional information received indicates that this item is competitor product.

Event description:
It was reported that a patient is experiencing severe pain and inflammation of the right knee approximately twelve years post implantation. This is causing issues with the hip and making it difficult to walk. Patient has been told his right knee is bone on bone which could be causing the pain, but the patient does not think that is true as the pain runs from the knee to the ankle. Patient has been tested for infection and found to be negative. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2023-00134, 0001825034-2023-00135. Concomitant medical products unknown articular surface, unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.